Event description:
It was reported that the patient's blood glucose reached around 300 mg/dl. The pink slide insert did not move forward indicating that there was a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod arrived fully deployed. Timeouts were observed near the end of the pod's runtime. The pod generated an empty reservoir alarm. The reservoir was confirmed to be empty. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed successfully. No drive resistance was observed. No problems were found regarding the reported needle mechanism complaint.